Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157856-m2a-magnum pf cup 56odx50id-125120, 157450-m2a-magnum mod hd sz 50mm-226540, 139256- m2a-magnum 42-50 tpr insrt std-396420. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01763 - 1 0001825034 - 2020 - 01764 - 1 0001825034 - 2020 - 01765 - 1 reported event was confirmed via reviewed medical records and radiographs by a health care professional. Review of complaint history found no additional related issues for this item and the reported part and lot combination for item x180312. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision surgery approximately 12 years post implantation due to pain, in-vivo corrosion, metallosis, pseudotumor, necrosis, and implant loosening. During the procedure the taper and bearing surface of the femoral head had evidence of corrosion. Necrotic tissue around the rim of the acetabulum. There was gross malposition and loosening of the acetabular component, was able to be extracted with no additional osteotome or bone loss. Attempts have been made and additional information on the reported event is unavailable at this time.